Event description:
Reporter alleged obtaining the results of 219 mg/dl and 40 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she felt sweaty and weak so she had 5 sugar gum drops. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.